Event description:
It was reported that after an intercept procedure, the patient experienced a superficial forming hematoma that responded to pressure. The patient had skin incisions that bled quite a bit, but the patient was discharged stable. Upon returning home, the patient became lightheaded while walking to the front door and fell to his knee. The patient was hypotensive when emergency medical services (ems) arrived. The patient was taken to the emergency department (ed) and was diagnosed with a femoral fracture and had a low blood count. A CT (computed tomography) abdomen scan revealed a large left retroperitoneal hematoma without active bleeding. The patient was treated with a transfusion and a serial CT scan showed a resolving hematoma. The patient was discharged stable.

Manufacturer narrative:
Correction to initial emdr in block d4.

Event description:
It was reported that after an intracept procedure, the patient experienced a superficial forming hematoma that responded to pressure. The patient had skin incisions that bled quite a bit, but the patient was discharged stable. Upon returning home, the patient became lightheaded while walking to the front door and fell to his knee. The patient was hypotensive when emergency medical services (ems) arrived. The patient was taken to the emergency department (ed) and was diagnosed with a femoral fracture and had a low blood count. A CT (computed tomography) abdomen scan revealed a large left retroperitoneal hematoma without active bleeding. The patient was treated with a transfusion and a serial CT scan showed a resolving hematoma. The patient was discharged stable.